Event description:
The physician attempted to place a biodivysio sv 2.5 x 15mm stent in the mid portion of the left anterior descending artery which was reported to be 2.5mm in size and was 95% to 99% stenosed. The vessel was not predilated. It was reported that the stent delivery system was prepped preinsertion and it was noted that the system would not hold negative pressure. The operator prepping the system thought that something was wrong with the syringe and not the stent delivery system. The physician encountered difficulty inserting the scimed short floppy magnet wire through the rotating hemostatic valve. The wire was exchanged and a needle introducer was used to insert the wire successfully. The wire was able to cross the lesion, however, the stent would not. The stent delivery system and wire were removed by pulling them back through the guide catheter. It was reported that the lesion was then predilated with an ave 2.0 x 16mm balloon. The original stent and wire were tracked down through the guide catheter and both successfully crossed the lesion. During the attempted inflation, the balloon would not inflate and the inflation device would not hold pressure. Contrast was noted to be leaking from a crack in the area just distal to the y-connector outside the pt's body. The stent delivery system and wire were removed by pulling them back through the guide catheter. The physician then decided to use a biodivysio 2.5 x 10mm stent which was deployed successfully. The pt was stable throughout the procedure and there was no report of an adverse pt event.